Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 10ml ll 21ga 1-1/4in mx bun, the device experienced epoxy on the needle. The following information was provided by the initial reporter. The customer stated: the 10 ml syringe needle has a white spot between the chamber and the needle stylet and the user reports that the solution cannot be loaded into the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 15-jun-2022. H6: investigation summary three samples received for investigation. Upon visual inspection, epoxy stains on the surface of the cannula are observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with damage to valve for epoxy. Actions were taken to replace the valve to prevent this defect from generating. The batch involved was manufactured prior to the execution of the aforementioned actions. H3 other text : see h10.

Event description:
It was reported when using the bd syringe 10ml ll 21ga 1-1/4in mx bun, the device experienced epoxy on the needle. The following information was provided by the initial reporter. The customer stated: the 10 ml syringe needle has a white spot between the chamber and the needle stylet and the user reports that the solution cannot be loaded into the syringe.